Event description:
On (B)(6) 2012 follow-up was received which revealed that "the entire distal tip (including gold)" detached from the gold probe.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis during an esd (endoscopic submucosal dissection) procedure within the colon, performed on (B)(6) 2012. According to the complainant, during the procedure, the patient presented with severe bleeding. However, after advancing the gold probe into the patient to perform hemostasis, "the tip (coil part) was out of the gold probe". The device was withdrawn from the patient, and then the procedure was completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of the tip detaching. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the distal ceramic tip detached. The distal tip was not received for analysis. The inner diameter of the catheter was measured and met specification. Further analysis of the unit was performed by dissecting its distal end; this analysis verified the presence of adhesive. The condition of the returned incident device was consistent with the complaint that the distal ceramic tip detached. Although, the analysis confirmed the reported issue, without the return of the ceramic tip, the specific cause of the failure was not able to be identified. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.